Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the adc freestyle libre sensor. A caregiver reported that the customer attempted to apply the sensor, however the "needle has remained in the center of the sensor," and was unsuccessful. As a result, customer was unable to obtain readings, felt "anemia", and subsequently lost consciousness. Customer had contact with a healthcare provider and received unspecified treatment. No further details were provided. There was no report of death or permanent injury associated with this event.